Event description:
Actual damage was minor as the splinter was felt immediately-mouth (mouth injury). Oral b toothbrush head damaged, splintered (device breakage). Case description: a consumer reported that an oral-b brushhead, version unknown became damaged. No adverse events were reported. No further information was provided. (B)(6) 2014: a consumers followup email to consumer relation: the consumer, a female of unknown age, used an oral-b brushheads, version unknown on unspecified date and reported: oral b toothbrush head had become damaged as brushhead was splintered and actual damage was minor as the splinter was felt immediately in consumers mouth. The case outcome was unknown. Treatment: unk. Relevant history: none reported. No further information was provided. (B)(6)2014: a consumers follow up email to consumer relation: the costumer reported the side of brushhead split with a splinter which was still attached and sharp. No further information was provided. (B)(6) 2014 a consumers followup letter to consumer relations: the consumer reported she has used 4 oral-b toothbrushes and the product returned, the brushhead has split, coming away from the body of the head, resulting in a very serious splinter of plastic. (B)(6) 2014: consumers product return: gala received one oral-b tooth brushhead version unspecified and "our tests were inconclusive". No further information was provided. (B)(6) 2014 product results: the tests carried out on the returned product were inconclusive therefore unable to confirm whether the product is an oral-b product brushhead or a counterfeit brushhead. No further information was provided.

Manufacturer narrative:
(B)(4) 2014 product results: the tests carried out on the returned product were inconclusive, therefore unable to confirm whether the product is an oral-b product brushhead or a counterfeit brushhead.